Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy procedure, the powered stapler was able to fire one successful reload. On the second firing, while being applied to the greater curvature of the stomach, upon reloading, the stapler indicated all green and ready to fire. They clamped on tissue and went into fire mode. When starting the fire, there was a rapid noise that went very quick, but the anvil did not move forward. The stapler acted as though it had been fired and the jaws were able to be opened. When they inspected where the staple line should be, there were no staples or tissue cut. However, the stapler indicated that the reload had been used. They called for an additional adapter to substitute and this solved the issue. The surgical time was extended by more than 30 minutes due to the product problem. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two device. Visual inspection of the returned products noted that the reloads were pre-fired. Microscopic evaluation noted that the reloads had damage to the cutting edge of the knife blades. Functionally, the reloads were loaded into a post market vigilance instrument, the interlocks were overridden, and the reloads were applied to test media. All remaining staples were placed, and test media was cleanly transected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Replication of the damaged knife blade may occur when an obstacle has been incorporated in the jaws during application. The information booklet which accompanies each product shipment cautions the user; ensure that no obstructions (such as clips) are incorporated in the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. The root cause of the observed damage was due to the product not being used as intended which caused or contributed to the reported condition. No fur ther actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.